Manufacturer narrative:
Pi lab performed a cmv assay on the neo, using known cmv negative in house donor samples, using capture-cmv, lot c122 and capture-cmv indicator red cell, lot 228299. Controls performed as expected and all donor samples resulted negative as expected. Retention performed as expected. On (B)(6) 2016, pi performed cmv assay on customer's return samples, (B)(4), on the neo, using retention capture-cmv, lot c122 and retention capture cmv indicator cell, lot 228299. Controls performed as expected. Customer's samples reported as follows: (B)(4)--negative. (B)(4)--positive. (B)(4)--positive. (B)(4)--positive. (B)(4)--positive. (B)(4)--positive. (B)(4)--positive. Customer's issue was reproduced with 6 out of 7 samples. Customer issue was reproduced with returned samples. Returned samples were negative on previous donations, but current cmv status is unknown.

Event description:
On (B)(6) 2016, a customer reported unexpected positive results when testing a donor sample on the cmv assay on the galileo neo instrument using capture-cmv indicator red cells.